Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the distal right coronary artery with mild tortuosity, no calcification and 99% stenosis. The balloon of a 2.75x12 mm trek rx balloon dilatation catheter (bdc) ruptured on the first inflation at 6 atmospheres. An additional 2.75x15 non-abbott bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, functional and scanning electron microscopy (sem) inspection/analysis were performed on the returned device. The reported balloon rupture was not confirmed; however, it is likely that the noted leak (tear in inner member) was what the account perceived as a balloon rupture since the balloon would not hold pressure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaint appears to be related to operational context; however, the noted leak (tear in inner member) appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.